Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm events was captured on (B)(6) 2020 in the log file retrieved from returned system controller (serial#: (B)(6). The voltage values indicate there was a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power. Shortly after, there was a power exchange to the 14v batteries, and the alarm cleared. Attempt was made to obtain additional information from the customer regarding the serial number of the mobile power unit. The additional information communicated on 18aug2020 indicated no additional information will be provided regarding the mobile power unit. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial#: unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate ii lvas IFU, heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. Heartmate ii lvas IFU, heartmate ii patient handbook contains important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown.

Event description:
It was reported that the patient received backup battery fault and has a mobile power unit (mpu) at home. The controller was exchanged. It was noted as an incidental finding, that the no external power alarm event was captured on (B)(6) 2020. The voltage values indicate there was a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power. Shortly after, there was a power exchange to the 14v batteries, and the alarm cleared. No additional information provided.